Manufacturer narrative:
According to the information provided by the technician, getinge technician never was on site. Issues with other parameters during ventilation were also noticed. The whole device was replaced and was repaired, however without getinge involvement. No more information was provided. As the source of the issues is unknown, the cause of the issues has not been determined.

Event description:
It was reported that the ventilator generated an alarm for low o2 supply pressure during ventilation. There was no patient harm. Manufacturer's ref. #(B)(4).